Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hemorrhage from the lung was diagnosed during approximately the fifth n2o injection (first of the right superior pulmonary vein) when blood appeared in the endotracheal tube. Soon after this, cryoablation was stopped and the ablation portion of the procedure was terminated. No system notices were triggered at any point in the case. No evidence of malfunction was seen. The physician believes that the complication was caused by a distal venous perforation from the guidewire. The blood was evacuated and the patient stabilized.